Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that after the first stent was embedded, the guidewire might get stuck in between the stent struts and the vessel wall. That caused no other device including the asahi microcatheter could cross the stent. The patient had no complications. The microcatheter and its tip fragment were returned for investigation. The tip fragment was twisted and had multiple scratch marks on the surface suggesting the tip came in contact with something hard and sharp during catheter manipulation. Both tip fragment and shaft of the returned microcatheter were observed under a microscope. It revealed that inner braids of the microcatheter were pulled outward. The fracture surface of the tip fragment was crushed. These findings inferred that the microcatheter was broke due to excess torsion. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was presumed that pulling and torsional force that exceeded the product's design limit might be applied while the microcatheter tip was trapped by the previously embedded stent or the calcium. There was no indication of product deficiency. The tip fragment was damaged severely that it could not be determined whether all parts of the subject microcatheter were retrieved from the patient anatomy. The IFU states that: - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During percutaneous coronary intervention to treat a 90-99% stenosis in the lmt #5 and lad #6, a stent was embedded and no other device could cross through the stent. An asahi microcatheter was used in an attempt to cross the stent, its tip was caught by the sent or calcium of the lesion. When it was removed out of the vasculature, its tip got separated. The tip fragment was retrieved by using other guidewire. A drug-eluting stent was placed and the blood flow was re-established.